Manufacturer narrative:
(B)(4). The device was returned. All available information was investigated and the reported inability to remove the gripper line was not confirmed. Herniations on the gripper line lumens was also noted during returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported inability to remove the gripper line in this incident appears to be related to patient morphology/pathology as the vena cava was torqued and had several curves. Additionally, it is likely that procedural interactions (natural curvature of patient anatomy) resulted in compressive forces placed on the delivery catheter(dc)shaft, leading to the observed herniation of the lumen coil. However, the minor herniation was unlikely to have caused the inability to remove the gripper line. A definitive cause for the observed bent actuator mandrel in this incident could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The additional clip delivery system devices referenced in describe event or problem are filed under separate medwatch reports.

Event description:
This is filed to report that when establishing gripper line removability with cds(70905u114), the gripper line did not move. It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3-4. When advancing the steerable guide catheter (sgc), resistance was felt with the vena cava. The sgc was continued to be used. The first clip delivery system (cds) (70905u114) was inserted in the sgc and the leaflets were successfully grasped. However, when establishing gripper line removability, the gripper line (gl) did not move. Troubleshooting attempts were unsuccessful (opened clip to approximately 60 degrees, the grippers line still did not move). The clip was not deployed and was removed. A second cds (70419u120) was advanced and the leaflets were grasped medial. However, during gripper line removal; high resistance was felt. To further reduce mr, a second clip (70804u120) was implanted lateral, and again high resistance was felt during gripper line removal. A total of two clips were implanted, reducing mr to 2. There were no adverse patient effects. There was no clinically significant delay in the procedure. The patient is stable. No additional information was provided.